Manufacturer narrative:
Concomitant medical products: d154vwc ICD, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were high sensing integrity counter (sic) counts. Additional information obtained from the clinician reported that review of device data noted that this has been present for many years. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.